Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).

Event description:
Customer called to report that the unicel dxc 600 synchron system displayed error messages indicating that the cartridge chemistry (cc) cuvette was not dry before the first reagent was dispensed. Customer stated that less than one milliliter of liquid and foam was found on the spill tray near the reaction wheel. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the instrument and observed that the cuvette was not dry upon reagent injection. The fse did not observe any leaks during the examination that would have suggested an intermittent failure. The fse replaced the a/b valve and the probe b wash collar valve, but could not determine a specific part failure. The fse then successfully primed the system, and verified that the repairs effectively resolved the instrument issue.